Event description:
It was reported to vyaire medical that the ltv 2200 ventilator fio2 via external analyzer was much lower than the fio2 was set. This happened during patient use. The ventilator was swapped out for a different device. There was no patient harm reported with this event.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: the reported fio2 problem was duplicated and isolated to o2 blender assembly p/n 15079-001 s/n (B)(6), solenoid 1 output port on manifold is clogged with metal debris preventing o2 flow. Additional failure found, unable to calibrate vhome trim within specification due to failed flow valve assembly p/n 10019 s/n (B)(6) rev. An. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.